Event description:
It was reported that the paramedics lifted the chair during a patient transport and the chair became unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.